Event description:
It was reported that a small volume infusor underinfused. According to the report, the infusion was supposed to take 46 hours, but the drug infusion took longer than 70 hours. The infusor was filled with 52 ml of saline and 54 ml of 5-fu. The filled infusor was not stored in a refrigerator, and it was at room temperature before use. The flow restrictor was positioned at the same height as the bladder during infusion. Priming was performed, and solution flow was confirmed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured january 20, 2014 to january 21, 2014. One device was received for evaluation. Visual inspection and functional flow testing did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.